Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's buttons was hard tom press. The customer blood glucose level was unknown. Customer also stated that insulin pump had random no delivery alarm and insulin pump and screen was scratched up. The device will not be return for analysis.